Manufacturer narrative:
Software issue.

Event description:
The customer reported lvp waveforms are disappearing when using valve or editing. According to the customer, valve measurements, lvp line goes away and cannot complete measurements. Further stating, that they will take a pullback and get a lvp and aop snap. They will then click lvp and choose valve and the entire wave disappears from the screen. No adverse event involving a patient or user was reported by the customer.